Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary (rca) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion, lost image occurred, and air was not cleared during preparatory flushing. The procedure was completed with another of the same device. There were no patient complications.